Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a defibrillation electrode. The customer reports that during a procedure, the pads failed to capture. They registered spikes but could not get contractions, even when the machine was turned up to 80 ma. The customer further reported that the pads were used for pacing with a medtronic machine. The pt went a long time without a heartbeat and chest compressions were performed in the meantime. The pt is in stable condition and no injury or additional medical intervention was reported.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded. (B)(6) product monitoring has requested additional information from the user facility. To date, a response has not been received. If additional information is provided, the medwatch form will be updated.